Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported free flow could not be confirmed or replicated during the laboratory testing; however, this issue may be attributed to the use of latch assembly third-party parts. The external and internal inspection were performed on the suspect pump module (sn 14359448). During the external inspection, the pump module was received with manufactured seal damage. The latch assembly handle and the latch assembly sear were observed to be third-party parts. This could be related to the free flow issue reported. A review of the pcu error logs, as well as the pcu battery log, showed no errors or malfunctions that were relevant to the customer¿s complaint. A review of the pcu event log, prior to the reported event date, identified an infusion programming on 12 august 2025. From 7:31 am to 8:31 am two infusions were programed but any of them started. At 7:50 am a vancomycin infusion was programmed with the following parameters: drug amount: 1500 mg, diluent volume: 250 ml rate: 125 ml/hr and a vtbi: 250 ml. The infusion was paused. At 8:31 am the pcu was powered off. The performed one-hour laboratory timed rate accuracy and the over infusion product analysis procedure observed the device delivering fluids as programmed, within specification, and with no observed periods of unregulated flow. Testing of the incident administration set could not be performed to determine if any issues existed with the primary set since the incident administration set was not returned for investigation. The bd alaris system with guardrails suite mx (v 12.3.1), states the warnings and cautions to prevent a potential free-flow condition: ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. Do not use an infusion module if it is damaged in any way or does not appear to be functioning as expected. Uncontrolled flow (free flow) can result in patient harm close the roller clamp when the safety clamp is open. Facilities have been informed by the third-party parts notice, dated february 07, 2022; that only original bd parts and components are to be used in any maintenance, repair, or use with bd devices. Bd has not tested nor validated the performance and functionality of its medical devices when used with replacement parts manufactured/refurbished and sold by third parties and strongly recommends not using any third-party components for the maintenance, service, and repair of bd devices except as explicitly stated otherwise. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). There was patient involvement but no harm. Root cause: the root cause of the reported free flow could not be determined. However, the use of third-party parts might be a possible contributing factor. The returned device was fully evaluated, and no other issues or anomalies were observed during the laboratory testing. Note that this report lists imdrf annex a1801, a0404, a0401, a040502, c23, c07, c0601, d11, d15, g04067, g04037, g0301201, g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a free flow of vancomycin on 8/12 around 0800. The infusion was placed on pause, but the medication continued to free flow. There was no direct patient involvement as the line was not hooked up to the patient. There was patient involvement no harm. Per the customer's "sbar": s - situation: faulty alaris channel/pump causing inappropriate free flow of medication. B - background: vancomycin set up using alaris¿ tubing and channel. The infusion was placed on pause, but medication continued to free flow. A - assessment: patient harm possible when alaris pump free flows critical infusions. R - recommendation: the anesthesiologist now pauses all these medications prior to connecting to the patient as a fail-safe, as this problem has occurred before with these pumps.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a free flow of vancomycin on 8/12 around 0800. The infusion was placed on pause, but the medication continued to free flow. There was no direct patient involvement as the line was not hooked up to the patient. There was patient involvement no harm. Per the customer's "sbar": s - situation: faulty alaris channel/pump causing inappropriate free flow of medication. B - background: vancomycin set up using alaris¿ tubing and channel. The infusion was placed on pause, but medication continued to free flow. A - assessment: patient harm possible when alaris pump free flows critical infusions. R - recommendation: the anesthesiologist now pauses all these medications prior to connecting to the patient as a fail-safe, as this problem has occurred before with these pumps.